Event description:
The patient felt a painful, warm sensation around the implantable neurostimulator pocket while recharging. The sensation started 2 months earlier and only occurred during recharging. The patient tried adding a layer of insulating material between the charging antenna and her skin, which didn't help. The temperature icon did not appear during recharging. The recharge antenna did not feel warmer than normal. There were no high impedances and the patient was getting perfect stimulation. Additionally, the pocket was somewhat painful when the implantable neurostimulator was on, and less painful when it was off, though not significantly. The pain felt with palpation was different than the pain felt during recharging. There was no known fall or trauma to the area. The patient planned to consult with her hcp for lidocaine injections. No further complaints were heard from the patient by the field representative. The issue was believed to be resolved.